Event description:
It was reported that the button of the device was identified as broken off in the tray during set up. No patient involvement or procedural delays were reported with the event.

Manufacturer narrative:
Product not available.

Event description:
It was reported that the button of the device was identified as broken off in the tray during set up. No patient involvement or procedural delays were reported with the event.